Manufacturer narrative:
Based on the information available for assessment, a relationship between the twist automated insulin delivery (aid) system and the patient's diabetic ketoacidosis (dka) cannot be confirmed. Investigation into the reported event remains ongoing and a supplemental report will be filed once results are available. Outreach attempts were made to gather additional information without response. The current version of the twist automated insulin delivery (aid) system user guide instructs users to have a backup insulin therapy available at all times. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.

Event description:
An initial event notification was received by sequel med tech, llc, on 01-may-2026 and forwarded to millyard advanced medical products, llc on 02-may-2026. The user reported that multiple times a week, they felt that their insulin was not being absorbed; however, the user denied receiving any alarms from the twiist automated insulin delivery (aid) system and stated that upon removal of their infusion site, the cannula was not kinked. The user also reported that on (B)(6) 2026, they did not "get insulin during the night" and was in diabetic ketoacidosis (dka) the following morning. The user contacted their health care provider and their dka ultimately resolved. The user further reported that they had small amounts of ketones. The user remains ongoing on their twiist aid system.